Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible shock for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular tachycardia (vt). Antiarrhythmic medication was administered to the patient to control af. The device remains in use. No further patient complications have been reported as a result of this event.